Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During pka case and setup of tka software had a couple software freezes had to hard shutdown the robot from backside of robot. Also had to perform soft reboot and hard reboot. But then black screened. Surgeon is requesting information regarding reason happening. Surgical delay-16-30 minutes yes 20 minutes, patient was under anesthesia. Case type: pka.

Manufacturer narrative:
An event regarding software freeze with black screen involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 594 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding software freeze with black screen. There were 0 other reported events. -conclusion: there are no errors indicative of a software freeze during the pka session log submitted for this investigation. No logs were submitted for either the tka application install or the tka case which experienced similar software freeze. This investigation is inconclusive.

Event description:
During pka case and setup of tka software had a couple software freezes had to hard shutdown the robot from backside of robot. Also had to perform soft reboot and hard reboot. But then black screened. Surgeon is requesting information regarding reason happening. Surgical delay-16-30 minutes yes 20 minutes, patient was under anesthesia case type: pka.